Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 211003218 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: line had broken off from main connection hub looking as if someone had cut it off.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: line had broken off from main connection hub looking as if someone had cut it off.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. FDA notified: the initial reporter also notified the FDA via medwatch uf/importer report (B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.